Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, upon removing a performer introducer from the packaging, prior to use for an unknown procedure, the silicone disc was found to be missing or dislodged from the hub of the introducer. The device was not used. Another device was used to complete the procedure. There were no adverse effects to the patient. Upon return and initial evaluation of the device, the silicone disc was dislodged. Investigation evaluation: reviews of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complainant returned the device to cook for investigation. The silicone disc was lodged inside of the hub. A document-based investigation evaluation was performed. No related non-conformances were found, and there have been no other reported complaints for this lot number. Cook investigated all lots manufactured by the same personnel during the same week as the complaint lot and found no relevant non-conformances or additional complaints from the field. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device, suggests that there is evidence the device was manufactured out of specification. However, there is no evidence of additional non-conforming devices in house or out in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that the cause of this failure is a quality control deficiency. The responsible personnel were notified. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address= mobile phone: (B)(6), g4: PMA/510(k) number = k171999. H3: (other): the device has been returned and preliminary evaluation has been performed; however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, upon removing a performer introducer from the packaging, prior to use for an unknown procedure, the silicone disc was found to be missing or dislodged from the hub of the introducer. The device was not used. Another device was used to complete the procedure. There were no adverse effects to the patient. Upon return and initial evaluation of the device, the silicone disc was dislodged.